Manufacturer narrative:
The subject device is expected to be returned to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was not delivering gas upon powering up, and the device was making noise during insufflation. The reported issue occurred during pre-checks, at the beginning of an unspecified procedure. There was no patient or user injury reported due to the event. This report is being submitted for the device not delivering gas (no air insufflation).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.